Manufacturer narrative:
Evaluation of the device indicated that the reported problem was caused by the pin (p1) not being fully seated in the connector housing on the capacitor bank. The connector is manufactured at a vendor. There have been no other occurrences of this failure; therefore, this is an isolated event. After reseating the pin in the connector housing, the device was tested and found to perform in accordance with its specifications.

Event description:
During routine testing, the defib would not charge when the charge button was pressed. This would prevent shocking a pt. There was no pt involvement.